Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 1998 - the patient was implanted with an unspecified "marlex" mesh and non-bard/non-davol mesh during a pelvic repair procedure. The attorney's report alleges pain, injury, and disability.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records have not been provided. Without a lot number, a review of the manufacturing records could not be conducted. Additionally, no product was returned for evaluation. With the currently available info, no conclusion can be drawn. If add'l event and/or evaluation info is obtained, a f/u MDR will be submitted.